Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the endowrist gray stapler reload accessory to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The accessory was analyzed and the reload could be installed on the orange installation tool without any issues. It was able to be installed onto the stapler's jaws without any issues using the installation tool. Additional observations : upon visual inspection, the reload appeared to be unused and unfired. The reload was found to have a missing staple. Due to the missing staple, a detached fragment was observed. This instrument was transferred to engineering or further investigations where the initial findings were confirmed. The accessory had a missing staple. The installation tool and removal tool were detached from the reload upon return. Both could be re-installed and removed from the reload without any issues.

Event description:
It was reported that the endowrist 30 gray stapler reload fell off the applicator before loading. There was no report of patient involvement. On 06/09/2025, intuitive surgical, inc. (Isi) received FDA manufacturer and user facility device experience (maude) database report (B)(4) stating: reload fell off applicator before loading. A new staple load opened to complete the procedure. RMA# [redacted]. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer mentioned that there was no patient injury. The staples and fragment(s) from returned accessory did not fall into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) received following additional information from additional follow-up : customer confirmed that reported failure on gray endowrist stapler 30 reload accessory did not cause fragment to fall into the patient. The issue was that the reload fell off applicator before loading. It did not fall into the patient nor did it cause any patient injury. No further information was available. The probable root cause of the detached fragment cause by the missing staple is probably due to improper reload alignment during install, or due to mishandling outside of installation.